Manufacturer narrative:
According to the received investigation, this case seems to be an allergic reaction following the injection of the product, which is a well-known adverse reaction. Batch analyses undertaken confirms that the products passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed. Hypersensitivity reactions are well known and described adverse reactions in the context of dermal filler injections. This may occur after initial or repeated exposure and result in the edema, erythema, pain and itching characteristic of an allergic response. Potential triggering factors may be the disinfection agent (eg, chlorhexidine), ha fragments or other filler components (eg, lidocaine). With appropriate medical treatment, the symptoms can be quickly resolved. De boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investing dermatol. 2015;8:205-14 signorini, m., et al. (2016). Global aesthetics consensus avoidance and management of complications from hyaluronic acid fillers-evidence and opinion-based review and consensus recommendations. Plastic and reconstructive surgery 137(6):961e-971e delorenzi, c. (2014). Complications of injectable fillers, part 2: vascular complications. Aesthetic surgery journal the american society for aesthetic plastic surgery 34(4) 584 600.

Event description:
This case occurred in (B)(6), outside of the us. According to the received information, the patient was injected with teosyal rha 3 in the lips on (B)(6) 2020. In the evening, the patient developed an important oedema in the upper lip. The patient went to the emergency room. Solupred and extranase were given to her.